Manufacturer narrative:
The product was not received for evaluation. Review of the video provided confirmed the report of leakage due to a hole in the white balloon. While the reported event was confirmed, the exact root cause of the reported issue could not be determined. It is possible that the balloon was damaged while removing the device from its packaging or while handling the device. The lot history record for the device was reviewed, no issues were found during manufacturing or packaging that would cause or contribute to the reported event. Additionally, we have not received any reports of similar issues occurring for this lot. During manufacturing 100% inspection is performed to confirm that no leakage occurs while attempting to inflate the balloons of the device.

Event description:
It was reported that the pruitt f3 shunt connection port was leaking during pre-use check; however, based on the video provided it shows a hole in the internal balloon. It was not used on the patient and no injury was reported.